Event description:
Asr revision. Asr xl acetabular system - right hip. Reasons for revision: pain and femoral periprosthetic fracture update received (B)(4) 2014. Activity level and x-rays added. This is the second revision on the right hip. See (B)(4) for the first revision. The following information has been altered: (B)(4) ¿ still in situ. Product code and lot number for stem 3l92502 / 2392821 amended to l92524 2343565. All products except cup revised (B)(6) 2007. Reasons for revision: stem loosening and pain. Bilateral patient, left hip not yet revised. Any updates for these coms need to be checked against the explanatory notes before being added to the coms as crawfords have got their products and surgery dates mixed up.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reasons for revision; pain and femoral periprosthetic fracture.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This product was reported in error, was not revised, did not contribute to the serious injury for this complaint. Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.